Manufacturer narrative:
Device received by manufacturer. Visual assessment showed the depth limiter has been trimmed to the surgeon's desired length. No anchors or suture were returned. Trigger has been fully advanced indicating a complete deployment. Reported complaint of pre-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fastfix t2 anchor would not secure during a meniscus procedure. No unsupported materials remain in the patient. The procedure was completed using a backup device. A delay of less than 30 minutes was encountered. No patient injury or complications were reported.